Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that the pump battery was depleting quickly. The customer's blood glucose was 180-220 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.